Event description:
An ophthalmic surgeon reported that during surgery, irrigation did not flow as expected. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).